Event description:
It was reported the expiration date was incorrect on the labels. No patient injury was reported.

Manufacturer narrative:
Operator of device and PMA/510k are unknown; no additional information was received. This report was investigated in the absence of a returned product, it was disposed of by the customer. The printer label management log for work order for this lot was reviewed and the correct expiry date was on the sample labels. According to the operator, some labels were reprinted due to an issue with the printer. Due to human error, the incorrect expiry date was not noticed; incorrect expiry date was on 4 of 30 labels. (The prysim label software does not keep an activity log.) This was the first known occurrence, on a product that requires manual entry of expiry dates. Procedures are in place to record labels used. The product is due to be discontinued due to supply issues. Refresher training, commensurate with the risk, was completed. This remediation MDR was generated under protocol(B)(4), as a result of warning letter cms# (B)(4).